Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes that one (1) tube overfilled. There was no health impact or consequence reported.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.